Event description:
Discordant, falsely low sodium (na) results were obtained on six patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer proactively replaced the integrated multisensor technology sensor and ran quality controls, and results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified the instrument functionality and found no instrument malfunction. The cse ran 10 patient samples and compared the results with another instrument, all resulting within range. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.